Manufacturer narrative:
We received the implant driver which is not fully inserted and stuck in the handle. It was possible to separate the instruments without any effort. The contra angle-connection is bent at the thinnest part due to torsion, no material failure was found. For the correct function, the driver have to insert far enough for the hexagon connection to prevent jamming.

Manufacturer narrative:
Since treatment was not completed successfully, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that an ev implant driver (short) got stuck in the manual driver holder during a patient treatment. The session was not completed successfully.